Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their therapy stopped helping his symptoms. He noted that the device is not doing what he needs and it is driving him crazy. The patient stated he is not sleeping. The patient reported the symptoms are not as bad as they were before the implant, but they are getting pretty close. The patient stated he has to get up every 15 to 20 minutes to pee, and it hurts his back to get up and pee. The patient noted that he is not mobile and practically lives in his recliner for 3 years. The patient believe he spoke with a manufacturer representative on june 3rd and it was determined his implantable neurostimulator was off. The manufacturer representative helped him turn the device back on, but the patient noticed no improvement. He then increased from 2.4 to 3.0 volts and had no improvement. The patient stated he is not very mobile and can¿t just jump up and go the doctor. The patient stated that he can feel the stimulation when he turns stimulation up and can tolerate to go higher. The patient noted he has a high tolerance for electricity and can go high and hardly feel stimulation. The patient said that when he increases it he gets a little surge, but then it dissipates. The patient was told that he should increase it until he can feel it then back off. The patient stated that he did not get a lot of instruction when he was implanted and he cannot read the manuals because his vision is screwed up. The patient is planning on increasing the stimulation and if does not help he will call his healthcare professional (hcp). The patient also noted that he feels like his body is getting attacked from every angle, they are not mobile, pain and discomfort in his eyes. The patient noted he wants to scratch his eyes off, and it seems like he has some liaisons around his eyes, he also noted this not related to the device or therapy. The patient is implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
A patient reported that their therapy stopped helping his symptoms. He noted that the device is not doing what he needs and it is driving him crazy. The patient stated he is not sleeping. The patient reported the symptoms are not as bad as they were before the implant, but they are getting pretty close. The patient stated he has to get up every 15 to 20 minutes to pee, and it hurts his back to get up and pee. The patient noted that he is not mobile and practically lives in his recliner for 3 years. The patient believe he spoke with a manufacturer representative on (B)(6) and it was determined his implantable neurostimulator was off. The manufacturer representative helped him turn the device back on, but the patient noticed no improvement. He then increased from 2.4 to 3.0 volts and had no improvement. The patient stated he is not very mobile and can't just jump up and go the doctor. The patient stated that he can feel the stimulation when he turns stimulation up and can tolerate to go higher. The patient noted he has a high tolerance for electricity and can go high and hardly feel stimulation. The patient said that when he increases it he gets a little surge, but then it dissipates. The patient was told that he should increase it until he can feel it then back off. The patient stated that he did not get a lot of instruction when he was implanted and he cannot read the manuals because his vision is screwed up. The patient is planning on increasing the stimulation and if does not help he will call his healthcare professional (hcp). The patient also noted that he feels like his body is getting attacked from every angle, they are not mobile, pain and discomfort in his eyes. The patient noted he wants to scratch his eyes off, and it seems like he has some liaisons around his eyes, he also noted this not related to the device or therapy. The patient is implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information from the consumer reported that the patient passed away, however it was unrelated to the device or therapy. They also followed up with information regarding the previously reported event. They stated they could not answer the question of what steps were taken to resolve the loss of therapeutic effect. They stated that the patient had so many unrelated health issues. The patient had a bad back and it was hard them to reach their back to make adjustments with the antenna. They think the stimulator helped, but the patient's back hurt so much to constantly have them get up and go to the bathroom. They did not know and could answer all of the patient's issues at the time of the report. They don't know if the issue was ever resolved. They think it was resolved because the patient did not adjust the device anymore and no longer talked about the issue. The consumer also stated that they thought it might help if the pp antenna was a little longer, and stated it was just a suggestion.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.